Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a pod6. During the procedure, the physician met resistance while loading the coil into the catheter. Due to the resistance the pusherwire became bent. The coil was removed and the procedure continued using another coil. There was no report of an adverse effect on the patient.